Manufacturer narrative:
As part of remedial activity lumenis performed a retrospective review of all its safety complaints initiated between jan 01, 2015 to jun 02, 2017. An investigation of the reported event found that although there was no patient involvement and no report of injury or damage received, the same malfunction might lead to serious injury should it recur. A lumenis service engineer examined the subject device confirming the device had a smudged network filter. The filter was replaced, and after confirming the system met all safety and performance specifications, it was returned to the user facility ready for use. A review of all sharplan 40c complaints from jan 2015 to date found this to be a single event. No other reports of smoking sharplan systems had been reported to lumenis during that period. Although there was no report of injury associated with this event, lumenis believes that smoke in a closed room may carry the potential to lead to patient or staff injury, and in an abundance of caution lumenis is reporting this malfunction.

Event description:
A foreign user facility reported that their sharplan 40c co2 laser system had a blown network filter which blew smoke into the room and activated the fire alarm system. No injured persons or damages to property were reported.